Event description:
During chemotherapy administration, port-a-cath was not operating optimally. Efforts to use forceful irrigation elicited a "pop" sound. Subsequent x-rays indicated a leak in the device. Port-a-cath was explanted on 6/19/97, but only a short segment of catheter, about 4 cm, was still attached to the catheter. Transected end of catheter was splayed. Pt had removal of remainder of catheter on 6/20/97. Catheter part had tip in left subclavian vein w/tip in right atrium. Removal was successful, and the pt had no complications from the procedure.